Event description:
The reporter contacted animas on (B)(6) 2012 stating the pump keypad buttons stopped responding after the pump was exposed to water. The pump was reported rebooted and the keypad was not responding to confirm the verify screen. The reporter stated that there were no noted cracks or tears in the keypad but the audio bolus button rubber was missing. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/04/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were responsive and functional. The keypad buttons have normal spring back or click. There was evidence of keypad contamination found under the keypad buttons. The ok button contact was found to be inverted. Evaluation revealed that the audio bolus button was detached from the keypad. This is obvious and detectable and should alert the user to discontinue use of the pump. A damaged button will allow contamination to permeate the button contacts negatively impacting the button function. Unrelated to this complaint, there was evidence of moisture damage on the bolus button and corrosion/contamination on the bolus button contacts.